Manufacturer narrative:
The valve was returned for evaluation. The device was visually inspected and it was noted that the stator was and there was a crack in the valve casing. Due to the condition of the device, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing, which is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and passed testing. The root cause for the dislodged stator could be related to the valve receiving a hard knock. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The cause of the corrosion could not be determined. The stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that approximately 18 years after implant, an unknown hakim valve was unable to be programmed and it was discovered during the efforts to program the device that the stator had dislodged. The patient has been experiencing headaches and the valve was revised.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.